Event description:
It was reported that during use the right atrial (ra) lead exhibited high thresholds. Diagnostic testing/troubleshooting performed. The rv lead was inactivated and remains in the patient. No patient complications have been reported as a result of this event.